Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that the initial device was placed on (B)(6) 2013 and the battery was no longer working on (B)(6) 2017. The device was replaced surgically on (B)(6) 2017. Relevant medical history includes gastric stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient presented with symptoms of nausea and vomiting. They complained of nausea and vomiting starting on (B)(6)2016. The cause of the battery no longer working was not determined. It was reported that the patient does not currently have an enterra device placed. The device was discarded. Operative findings showed that the setting showed impedance at 579 ohms, set at 4 volts - 6.7 ma; pulse width 330; rate 14; 1 second on and 4 off at time of surgery. On (B)(6)2015, the rate was increased to 28 and second on / 3 second off. On (B)(6)2016, the voltage was increased to 5.5 and the rate to 55 hertz. On (B)(6)2017, impedance was 618. The device was interrogated and set to 5.5 volts, 55 hertz, 330 pulsewidth, 3 second on, 2 seconds off, and the device was turned on. No further complications were reported/anticipated.